Manufacturer narrative:
Follow-up #1: date of submission 11/18/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/26/2016 with the following findings: the complaint of a blank screen could not be confirmed or duplicated on investigation; the display screen was not blank when the pump was powered on. The pump was opened and no defects were found with the display components. Unrelated to the original complaint, investigation revealed the following: the display was dim, fading, and discolored; the pump casing was cracked in two places; the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.